Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock leaked. The following information was provided by the initial reporter: "the three-way stopcock cannot be connected completely to a pvc, there is leakage."

Event description:
It was reported that bd connecta¿ stopcock leaked. The following information was provided by the initial reporter: "the three-way stopcock cannot be connected complately to a pvc, there is leakage."

Manufacturer narrative:
H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.